Event description:
The customer reported to olympus the evis exera iii colonovideoscope air or water flow was weak or ineffective. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the nozzle was clogged with foreign material, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was lack of air or water flow due to foreign material clogging the nozzle that could not be removed. This finding was due to incorrect or insufficient reprocessing of the scope. If reprocessing was performed correctly, a possible cause is due to buckling in the nozzle or a gap on the insertion section or boot. Upon further inspection it was observed that the angle wire was stretched. It was observed that the adhesive of the bending section cover had a gap. It was also observed that part of the insertion tube was caught, and the pinched insertion tube became deformed due to a handling issue. Lastly, it was observed that a shock was applied to the distal end due to a handling issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a black rubber foreign material - however, the material could not be further identified. A further cause of the suggested phenomenon could not be presumed. Olympus will continue to monitor field performance for this device.